Event description:
During preventative maintenance of the device, the user reported that the drag insert on the tube assembly was damaged. Since the event occurred during preventative maintenance, there was no pt involvement during this event.